Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury is most likely patient condition related since heavy calcium burden with noted heavy bleeding after deployment. When deploying the preclose the physician felt that something wasn¿t right and the site began to bleed. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during a impella cp insertion there was access complications. It was noted that pre impella-with preclose occurred due to heavy calcium burden with noted heavy bleeding after deployment. Manual pressure was held and the 14fr short sheath was inserted with hemostasis noted post insertion. The cp was successfully weaned and explanted.